Event description:
It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system and 24 mm watchman laa closure device and delivery system were used. The closure device was deployed and met release criteria with three tugs to check the anchor, so it was released. A few minutes after release, the physician checked for an effusion and noticed a small pericardial effusion. They monitored the patient for about 5-10 minutes and decided to perform a pericardiocentesis where 350 cc of blood was drained. The patient remained stable and was monitored overnight with the drain in place. A repeat transesophageal echocardiogram (tee) was scheduled for the following day and if the patient was stable, they would be discharged from the hospital.

Event description:
It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system and 24mm watchman laa closure device & delivery system were used. The closure device was deployed and met release criteria with three tugs to check the anchor, so it was released. A few minutes after release, the physician checked for an effusion and noticed a small pericardial effusion. They monitored the patient for about 5-10 minutes and decided to perform a pericardiocentesis where 350cc of blood was drained. The patient remained stable and was monitored overnight with the drain in place. A repeat transesophageal echocardiogram (tee) was scheduled for the following day and if the patient was stable, they would be discharged from the hospital. It was further reported that the patient was discharged from the hospital and is doing very well.